Manufacturer narrative:
The device was scrapped. The customer was sent a replacement device. Other text : the actual device was returned to philips where it was scrapped due to having obsoleted hardware, firmware, parts, and revision.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that there was a speaker malfunction with no sound coming from the device. The device was in use on a patient. There was no report of patient or user harm.